Manufacturer narrative:
No issues were observed to the device, and no evidence of overheating of the device was observed. The data presented a system failure alarm, 50-18813-01751-006. The cause of this alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) is overheating and hot to touch. The patient also states that there is an unusual message on the pdm.